Manufacturer narrative:
Patient returned to doctor in (B)(6) 2018 due to swelling. Doctor determined a sermona and treated patient. Patient returned several more times through-out 2019 for same reason. Left implant removed (B)(6) 2019. During procedure doctor found that the implant had folded and there was a crack in it. Patient requested doctor replace at a later date. (B)(6) 2020 patient returned for replacement implant. Subsequent follow up with doctor revealed no further issues with this patient verify product ordered was what was shipped unable to perform any testing or examine implants as it was removed and destroyed prior to contacting us review of previous complaints from 2018 to present determined that there were no other complaints of this nature reported.

Event description:
Doctors office called for replacement implant for a patient who had one removed due to swelling.